Event description:
It was reported that the patient presented in the emergency room with a low heart rate. Upon interrogation, loss of capture was observed on the ventricular lead. No intervention was performed. On (B)(6) 2014 the lead was capped and replaced as a result of failure to capture, high impedance and noise. There were no complications during the procedure. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.